Manufacturer narrative:
A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient reported that the cycler displays the air detected in cassette warning. It was confirmed that there were no kinks or fibrin in the line. The line was set up properly in relation to the cycler. The patient reported some air gaps and air bubbled through the clear window in the drain line. The patient cancelled treatment. Upon opening the cassette door, it was observed that fluid was leaking inside the pump. The cycler was replaced. Upon follow up with the patient's nurse, it was noted that the patient has since received the new cycler and is completing treatments with no issues. The patient did not retain the disposable product for return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.